Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient was not maintaining hygiene. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection and ceftazidime injection ( gm each, ongoing, routes, frequencies and duration were not reported) for peritonitis. At the time of this report, the patient has been discharged from the hospital and has recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.